Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to squeaking in his right hip. The polyethylene liner was dislodged. The head and neck were removed. There was corrosion at the head/neck junction and also at the neck and stem junction. The poly liner, screw and shell were all removed. The stem was also removed. It was well fixed.